Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange due patient's concern with textured product.

Event description:
Healthcare professional reported a right side implant exchange due to patient's concern with textured product, "fluid", "sent the patient for a fluid aspiration to ease patients anxiety", testing came back "positive for alcl". Pathological markers have not been received. Device remains implanted.